Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted in the pancreatic duct during a pancreatic duct stent placement procedure performed on (B)(6) 2025. During the procedure, the lumen of the stent was found to have collapsed, with the cylinder of the stent appearing crushed or dented, and external damage also noted. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks b5, h6 (device codes), and h11 have been corrected. Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of a stent material deformation.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as it exceeded character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of a stent break.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted in the pancreatic duct during a pancreatic duct stent placement procedure performed on (B)(6) 2025. During the procedure, the lumen of the stent collapsed. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event.